Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted with a prostyle device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, there was difficulty inserting the device. The suture was then deployed. During removal, the device became stuck in the artery. The device was pulled out by using significant force. The guide was noticed to be broken (the actuator wire was still intact) after removal from patient. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide break was confirmed. The difficult to advance and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: do not advance or withdraw the perclose prostyle suture mediated closure (smc) device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unknown if the IFU violation contributed to the reported difficulties. The reported difficulties and subsequent treatments are due to the circumstances of the procedure. It is likely that the angle of insertion and/or the interaction of the device with the calcified¿ anatomy during deployment contributed to the reported guide break. Once the guide broke this would lead to difficult to remove, and the subsequent treatments. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na